Manufacturer narrative:
Batch review performed on 21 august 2020: lot 1857409: (B)(4) items manufactured and released on 04-june-2019. No anomalies found related to the problem. To date, no other similar events have been reported.

Event description:
During the primary knee surgery, the surgeon had difficulties to remove the trial insert. As the surgeon tired to move the trial poly, the patient sustained an mcl sprain. The surgeon had to give the patient a hinge knee brace as a result of the sprain. There was no delay in the case and the surgery was completed successfully.